Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.

Event description:
It was reported to tyco healthcare that a customer had a problem with a tenckoff catheter. The customer states that the pt had a tenckoff for over seven yrs; there was a small hole in the area close to the titanium adapter. The nurse cut the catheter out around the hole and the pt is continuously using the catheter.